Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to an apical thrombus, noted 2 years post-procedure. It was reported that on (B)(6) 2014, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to 1+, without a reported device malfunction. On (B)(6) 2016, an apical thrombus on the distal septum was noted on transthoracic echocardiogram. Per the study physician, the relationship of the thrombus to the implanted clip is unknown and the thrombus was not serious. Medication was provided as treatment. There was no hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a cause for the reported patient effect. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information received: at the time of the index procedure, on (B)(6) 2014, mitral regurgitation was successfully reduced from 4+ to 1+. The patient has been compliant with aspirin therapy after the procedure. Per the study physician, the thrombus was serious. The patient was asymptomatic.